Event description:
A customer contacted beckman coulter inc. (Bec) stating that the coulter lh 750 analyzer had a fluid leak in the area under the rockerbed and was unable to isolate the source of the leak. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. There was no report of exposure to mucous membranes or open wounds. No one was splashed or sprayed. Medical attention was not sought and there was no change to patient treatment attributed or associated to this complaint, nor was there impact to patient results as a result of this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 for this event and observed that the source of the leak was a torn tubing at the diff mixing chamber. The fse cleaned the leak and replaced the tubing. There was no further evidence of leaking. As per product labeling, bci urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).